Manufacturer narrative:
(B)(4). Cat #:31-323230 acet drl bt. Lot #:890740. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a procedure, while beginning to drill a screw into a shell, the top of the drill bit was torqued and the flexible drill driver was broken. There were no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 one flexible silicone drill driver item# 110010733 lot# 196352 was returned and evaluated. Upon visual inspection the black sheath of the flex driver had tears and the spring near the head was bent. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.